Event description:
It was reported to philips that the wired footswitch was difficult to use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of reported event occurrence. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. A philips remote service engineer (rse) connected with the customer and discovered that the footswitch was unsteady and had inconsistent timing signals with the frontal fluoroscopy pedal. The customer replaced the footswitch. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.